Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. All available information was investigated, and the reported difficult or delayed positioning appears to be due to procedural circumstances/operational context. The reported unspecified tissue damage appears to be due to the reported difficult or delayed positioning. The reported patient effect of unspecified tissue damage/mitral valve injury as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the chordal damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve however grasping was unsuccessful. The clip was inverted and retracted when a chordal rupture was noted. A new transseptal puncture was made to get better angle and height and the cds was advanced again. The clip was implanted, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.